Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that customer were experiencing ketoacidosis and high blood glucose. Blood glucose level at the time of the incident was 550 mg/dl which was treated with insulin pen and carbohydrates. Customer experienced illness and fatigue due to high blood glucose event. Customer stated they changed infusion set and reservoir, injected insulin pen, banana and had water. The insulin pump will not be returned for analysis.